Event description:
Dr. (B)(6) (USA) performed osteotomy with plate fixation using inion freedom plates and inion freedomscrews on a pt with a 70 degree shaft deformity of the 5th metacarpal and a 40 degree shaft deformity of the 4th metacarpal. The pt reported a popping sensation in the 5th metacarpal when he was flexing and extending his fingers on the 10th day after surgery. Radiographs demonstrated failure of fixation. The pt was taken to the operative suite where underwent revision of fixation of the 5th metacarpal with intramedullary pinning. The plate was observed to have failed along a screw hole in the plate adjacent to the osteotomy site of the 5th metacarpal while the 4th metacarpal fixation remained intact. The pt went onto uneventful healing. Loss of fixation from excessive angulation correction. Revision fixation performed with intramedullary fixation and removal of hardware.

Manufacturer narrative:
Inion freedomscrews were used for the fixation of inion freedomplate. Inion freedomscrew common device name: bone screw. Inion freedomscrew procode: hwc. Inion freedomscrew 510 (k) number: k123672. The pt was extending his fingers on the 10th day post-op although only limited range of motion is allowed.